Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being treated by the paramedics about four or five years ago. The customer could not recall all the details, but stated that he was watching a baseball game, and suddenly woke up in an ambulance. The customer did not know how low his blood glucose levels went. Nothing further was reported.